Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. The pt reported his stimulation has become positional. In addition, the pt reported multiple episodes of overstimulation in certain positions or while doing certain tasks (such as, talking on or using his cellular phone). Diagnostic testing of the lead found one invalid contact. The pt will undergo further testing, including an x-ray, and is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.